Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported right atrial (ra) lead had elevated pacing thresholds and it was unknown whether it was related to the lead or patient. During a procedure to upgrade the system, the ra lead was capped and replaced. No patient complications have been reported as a result of this event.